Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2012-00384 / 00389).

Manufacturer narrative:
The posterior side of the bearing has areas of delamination which suggest that these areas were subjected to high stress conditions. An area of deformation on the posterior side of the bearing may have been caused by contact between the femoral component and the bearing. A cause for the fracture could not be determined based on the available information. This follow-up report is number 4 of 6 mdrs filed for the same event (reference 1825034-2012-00384-1 / 00389-1).

Event description:
Patient reported to have undergone left knee revision arthroplasty in 2007 due to history of infection. Subsequently, the patient reported to have experienced pinching, slipping and swelling of the knee and that a revision procedure was performed in 2011 as a result. Review of invoice history confirmed the first revision procedure took place on (B)(6) 2007 and the most recent revision procedure occurred on (B)(6) 2011. The femoral bushing, tibial bushing, lock pin, tibial bearing, reinforcement yoke and axle were removed and replaced during the most recent revision procedure. No further information has been provided to date.